Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model rf400f vena cava filter allegedly experienced tilt, limb detachment, and perforation. This information was received from various sources. Both malfunctions involved a patient with no consequences. One patient was a 32 year old male, weight not provided. Age, weight, and gender were not provided for the second patient.

Manufacturer narrative:
H10: the lot number was provided for both malfunctions so a lot history review was performed. Neither sample was returned for evaluation, however one set of medical records were provided for review. Of the two malfunctions one investigation was confirmed for perforation and inconclusive for the alleged limb detachment and filter tilt. One investigation was inconclusive for limb detachment, tilt, and perforation. Based on the information provided, the definitive root cause is unknown. The devices are labeled for single use. H10: g4 h11: b5, h6(results, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the lot number was provided for both malfunctions therefore, lot history reviews were performed. Neither sample was returned for evaluation, however medical records were provided for review for both malfunctions. Of the two malfunctions, one investigation was confirmed for perforation and inconclusive for the alleged limb detachment and filter tilt. The other investigation was confirmed for limb detachment, tilt, and perforation. Based on the information provided, the definitive root cause is unknown. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model rf400f vena cava filter allegedly experienced tilt, limb detachment, and perforation. This information was received from various sources. Both malfunctions involved a patient with no consequences. One patient was a 32 year old male, weight was not provided. The second patient is a 69 year old female who weighs 350 lbs.

Manufacturer narrative:
Neither sample was returned for evaluation, however one set of medical records were provided for review. The review of medical records is pending. The second investigation was inconclusive for the alleged limb detachment, tilt, and perforation, the root cause could not be determined. The devices are labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model rf400f, vena cava filter, allegedly experienced tilt, limb detachment, and perforation. This information was received from multiple sources. Both malfunctions involve a patient with no consequences. One patient was a (B)(6) male, weight not provided. Age, weight, and gender were not provided for the second patient.